Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered insulin inefficiently which caused the customer's blood glucose (bg) level to rise above 500 mg/dl with trace ketones. The customer confirmed that no pump alarms were declared at the time of event. The customer resolved the elevated bg by administering a correction bolus.